Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 18-4/5.8/75 xxl balloon catheter was advanced for dilation. However, during inflation, the balloon burst. There were no patient complications nor injuries reported.